Manufacturer narrative:
Physio-control further evaluated the replaced power pcb assembly, and the cause of the reported issue was determined to be due to a shorted tantalum capacitor, designator c25, which caused the device to no longer power on.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not power on. In this state, the device would not be able to provide therapy, if it were needed. There were no reports of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not power on. In this state, the device would not be able to provide therapy, if it were needed. There were no reports of patient use associated with the event.